Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings in fill 1 of 7. Treatment was stopped and fluid was discovered when removing cassette from the cycler. The patient was advised to contact pd nurse for alternative treatment. Patient was told to try the cycler for the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings in fill 1 of 7. Treatment was stopped and fluid was discovered when removing cassette from the cycler. The patient was advised to contact pd nurse for alternative treatment. Patient was told to try the cycler for the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.